Event description:
Customer reported the system intermittently will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reinstalled the software. System operates as intended.